Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: it was reported that the device needed service. Upon evaluation of the device, ventec observed that the device blower was failing intermittently. This intermittent blower failure would result in the device not ventilating. There were no reports of patient use associated with the reported issue. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported that the device needed service. Upon evaluation of the device ventec observed that the device would intermittently have no ventilation output. There were no reports of patient use associated with the reported issue. Section h6, component code, of the initial medwatch report stated: 4736 (fan/blower) section h6, component code, of the initial medwatch report should have stated: 427 (circuit board) section h11, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was further evaluated by ventec, where the reported issue of it not ventilating was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the blower. Section h11, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was further evaluated by ventec where the reported issue of it intermittently not ventilating was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that the device would intermittently have no ventilation output. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it not ventilating was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the blower.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device blower was failing intermittently. This intermittent blower failure would result in the device not ventilating. There were no reports of patient use associated with the reported issue.